Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery due to loosening between baseplate and glenosphere patient ID: (B)(4).